Manufacturer narrative:
The serial number has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges while in the recline position, an error message appeared on the control mechanism, the chair was locked in the recline position, and no way to bring the chair back to the upright position. Called the fire department to lift customer out of the chair and into customer's back up manual wheelchair. FDA medwatch program - mw5096538.